Event description:
Additional information was received from a rep. It was reported that the rep discussed this case with a visiting physician who works at this hospital and they told the rep that the situation was normalized. Once the patient felt pain, the team was able to switch off the stimulation right after. It appears that the hospital team wasn't informed of the backwards compatibility issue despite the rep issuing a letter explaining what to do to avoid the situation. It was noted that the smart programmer's use in the hospital was now normal, and there was no further issue to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a rep. It was reported that the hcp taking care of the patient saw the patient and used the older model physician programmer to add a new program. They then used the patient programmer to check it, and it responded well. The patient insisted to keep the smart system and wanted the hcp to look to see if it would still send the stimulation to the maximum intensity. The patient was prepared for the pain and they tried it while ready to descend the stimulation. Nothing happened and it read that all programs were erased. The hcp looked for the programs the patient had before plus the added new one, and it all seemed ok. So far there were no problems. The hcp noted that it was interesting and both them and the patient were a bit nervous, but it worked out. The rep didn't have any additional information. They did not know the serial number or the date of implant. No further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: a510, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had to put the communicator directly on their skin to get a connection. It was not working through the pants. When the rep tried to create a new program, the voltage appeared immediately at 8.5 volts. It was noted that the patient was shouting and in shock, and the rep was surprised. The patient dropped their communicator so the rep could not even lower the voltage until they picked it up and positioned it properly. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. There were no interventions/actions that could be done to resolve the issue, and the issue was not resolved as of (B)(6) 2019. The patient was alive with no injury. The issue occurred during device follow-up. Additional information was received from the rep. It was reported that the older model physician programmer had never been used prior to using the smart programmer. The patient being in shock was not considered to be a life threatening event. It was noted that this information was confirmed wi th the physician/account.